Event description:
It was reported that during implant, the right atrial (ra) lead exhibited high impedance once it was fixed. When the lead was placed in two different positions, the thresholds tested high. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.